Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that an unknown issue with the center ring on the connector; however, it was confirmed that the that the issue was a worn output connector. Per the legal manufacture, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the light source had something wrong with the center ring on the connector where you plug in the scope. The issue was found during preparation for use. There was no report of patient injury or medical intervention associated with this event.